Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator was locked in pacing after being received following repair from philips. There was no pt involvement.